Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced phrenic nerve stimulation in all programming vectors of the left ventricular lead. The lead was successfully repositioned and during procedure, the implantable cardioverter defibrillator was explanted and replaced due to battery advisory. The patient was in stable condition post operation.